Event description:
New information received noted that the cyber security update was performed and it resolved the rf telemetry issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine clinic follow-up. Upon device interrogation, far r-wave oversensing was occasionally seen on the device¿s atrial lead channel. It was also noted that the device exhibited a rf telemetry issue; it was not working with the remote transmitter. Programming changes were discussed, but the physician elected to not perform any interventions. The patient was given an inductive merlin@home monitor. The patient was in stable condition.